Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance, the device intermittently would power off. The complainant indicated that there was no pt involvement in the reported failure.